Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated during use. There was no report of patient/user impact.